Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of stent partially deployed.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to the pancreas to treat a pseudocyst during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2025. During the procedure, the physician completed the first step of deployment and was able to puncture through the tissue. However, during the second step of deployment, the handle of the axios broke in half which did not allow the physician to deploy the stent completely. The catheter was then retrieved with the stent partially deployed. It was then observed that there was severe bleeding on the puncture site. The bleeding was then stabilized by administrating epinephrine on the puncture site with mechanical clips, and the procedure was completed using another of the same device. There was no patient complications reported as a result of this event and the patient has fully recovered.

Manufacturer narrative:
Block b2 (outcomes attributed to adverse event), block g1 (manufacturer contact person), and block h6 (impact code) have been updated. Block h6: imdrf device code a15 captures the reportable event of stent partially deployed.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to the pancreas to treat a pseudocyst during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2025. During the procedure, the physician completed the first step of deployment and was able to puncture through the tissue. However, during the second step of deployment, the handle of the axios broke in half which did not allow the physician to deploy the stent completely. The catheter was then retrieved with the stent partially deployed. It was then observed that there was severe bleeding on the puncture site. The bleeding was then stabilized by administrating epinephrine on the puncture site with mechanical clips, and the procedure was completed using another of the same device. There was no patient complications reported as a result of this event and the patient has fully recovered.